Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per the implanting physician the large diameter (area of 550mm2 by CT) of the native annulus in combination with severe bulky native valve calcification led to the pvl. Additionally, the elliptical shape of the native annulus (23mmx30mm by CT) may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve in a 50:50 position via a transapical approach, moderate paravalvular leak (pvl) was noted on tee. The medical team discussed the pvl and concluded that it was more than moderate, but not quite severe. A second 26mm sapien valve was subsequently implanted in a slightly more ventricular position within the first valve, which reduced the pvl to trace-mild. The patient was transferred to the intensive care unit in stable condition. The native aortic annular diameter was 23mmx30mm (area 550mm2) by CT. There was bulky severe calcification on the native aortic valve. The coaxial alignment of the valve and delivery system was described as fair. Per the implanting physician, the perceived cause of the pvl was the large diameter of the native annulus in combination with severe calcification.